Manufacturer narrative:
The insulin pump had unexpected low battery alarm noted in pump history. Problem isolated to electronic assembly. (B)(4).

Event description:
It was reported via phone call that their insulin pump alarmed low battery alarm less than 1 week. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.